Event description:
Hcp reported a patient with decreased therapeutic affects. An x-ray examination showed that the catheter had worked itself out of the intrathecal space and was not located subcutaneously. When the physician wanted to reposition the catheter intraoperatively, he found the titanium tip missing. The catheter was then positioned back into place without the titanium tip. No new catheter was implanted. A follow up report will be sent additioanl information is received.